Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was embedded foreign material in the tubes. There were three occurrences. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: black fm was embedded in the tubes.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign material with the incident lot was observed. Additionally, evaluation of the customer samples was performed and small black dots embedded in the walls of the tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign material with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded foreign material was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). PMA/510(k)#: k023331, bk050036. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was embedded foreign material in the tubes. There were three occurrences. Foreign complaint the following information was provided by the initial reporter: black fm was embedded in the tubes.